Event description:
Pt in midst of stent replacement. Stent loaded into guidewire. System advanced to sheath (left femoral site). Noted that stent was deploying outside of pt and outside of sheath. System attempted to remove- stuck on guidewire. Guidewire and stent system removed intact with deployed stent. Pt stable, new guidewire & stent system opened & utilized.